Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Per customer communication, it has been determined that the device contains discoloration and possible contamination. Thus, it was recommended to the user that the device undergo an internal water path replacement. The device has not been received by cardioquip and therefore a full investigation of the suspected device and subsequent repair and inspection has not been able to be performed

Event description:
Device was recommended for internal water pathway replacement.